Manufacturer narrative:
The patient's driveline communication fault from (B)(6) 2022 is reported under MFR #: 2916596-2022-14079. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient contacted their hospital with concerns of a driveline communication fault alarm on their controller. The patient had already experienced this issue in (B)(6) of 2022. The patient was doing fine clinically, and their pump was operating as expected. Log file analysis confirmed a driveline communication fault occurring on (B)(6) 2022. The patient visited their hospital, and their modular cable was exchanged. The patient's controller was also exchanged for their backup controller. No visible anomalies were observed on the patient's pump cable or the exchanged modular cable. The alarm resolved; however, the following day the patient contacted their hospital as a driveline power fault alarmed on their controller. The patient visited their hospital to clear the alarm; if the alarm reoccurs, further treatment will be discussed. Related pump MFR #: 2916596-2022-15740. Related controller MFR #: 2916596-2022-15742.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline communication fault alarms; however, a direct correlation between this finding and the returned modular cable could not be conclusively established through this evaluation. Furthermore, a specific cause for the driveline communication fault alarms could not be conclusively determined. The submitted controller event log file contained events from 10dec2022 through 12dec2022. A com a fault was captured on 11dec2022 that progressed into a driveline communication fault alarm that was active until the end of the file. Pump function was not interrupted during these events. The pump appeared to operate as intended at the set speed for the duration of the log file. Upon examination of the modular cable, no damage was observed to the outer jacket or bend reliefs. The controller connector pins appeared unremarkable with no evidence of damaged pins, debris, or corrosion. Upon examination of the inline connector, green corrosion was noted on the ground b and comm b pins. The origin of the corrosion could not be determined. The o-rings within the inline connector of the modular cable were observed to be intact and free from damage. A specific cause for the driveline communication fault a alarms could not be determined through this evaluation; furthermore, a correlation to the observed corrosion could not be established. The modular cable passed electrical testing without issue. Furthermore, insulation testing revealed no discontinuities or shorts. The returned modular cable was placed on a mock circulatory loop with a test pump for approximately two hours, using a test system controller, patient cable, power module, system monitor and water loop. Driveline power fault alarms were observed on the system controller and system monitor. The modular cable was manipulated while the pump was running; however, no atypical alarms were observed. Following the mock circulatory loop test, each layer of the modular cable was carefully removed. No damage was observed to the underlying layers of the modular cable. Visual inspection of the underlying wires did not reveal any evidence of damage to the insulation or conductors. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history record for the modular cable were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. Section 2 entitled ¿system operations¿ describes how to replace the modular cable. Section 5 entitled ¿surgical procedures¿ warns: ¿keep connectors clean and dry and away from water or liquid. If the connectors come into contact with water or liquid, the system may fail to operate properly or you may get a serious electric shock.¿ section 6 entitled ¿patient care and management¿ explains how to clean and care for the driveline. Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 entitled ¿equipment storage and care¿ explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. This section also advises not to immerse equipment in water or liquid. The heartmate 3 lvas patient handbook (rev. G) is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline faults, and the recommended actions associated with these emergencies. Section 4 entitled ¿living with the heartmate 3¿ contains a subsection on showering. No further information was provided. The manufacturer is closing the file on this event.